Manufacturer narrative:
Section h4: manufacturing date was inadvertently reported incorrectly hence the corrected manufacturing date is 03/27/2018. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Date of event - not provided. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews was performed. Equipment labeling provides possible complications that can be caused by the surgical/ treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. Field service specialist (fss) spoke with the account staff. Fss mentioned that the staff is cleaning and flushing correctly when discussed about clogs using disperative viscoelastic. Reportedly it is happening with or without using dispersive viscoelastic. The account reported using a soft shell technique to prevent clogs from happening. Fss tested system and customer hand piece and found no issues. All test results are within specification. System meets johnson & johnson vision specs. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted

Event description:
It was reported that phaco tip was getting hot. Patients were complaining that they feel it too. There was patient involvement however there was no patient treatment delays, adverse events or cancellations. No further information provided.